Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found a burr on the bd intima¿ ii catheter. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the gauge of the returned sample is 24g, and the unit package has been opened. No related abnormal record for the batch records. Checked the catheter wall of the returned sample, no abnormality was observed on the catheter wall, the catheter wall is smoothly. In conclusion the defect cannot be identified, cannot confirm related to the plant. Investigation conclusion: there is no abnormal on the catheter wall of the returned sample. The defect cannot be identified, cannot confirm the root cause.